Manufacturer narrative:
Additional: it has since been reported that the patient underwent revision surgery on (B)(6) 2019, in order to convert the patient to a percutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture. This report is submitted on may 15, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin issues at abutment site subsequently the patient underwent skin revision surgery and was administered steroid injections (date not reported).the implanted device remains.